Event description:
Healthcare professional reported "alcl alert," capsular contracture, baker grade ii, ¿inflammatory process in breasts and their prosthesis are associated to lymphoproliferative processes", ¿rheumatoid arthritis" (not device related), "snowstorm in the left armpit and ¿reminiscent of left axillary siliconoma.¿ physician later confirmed "this is not a reported case of alcl." This record is for the left side. Device has been explanted and replace with a non-abbvie brand.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. Unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Rheumatoid arthritis: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "alcl alert," capsular contracture, baker grade ii, ¿inflammatory process in breasts and their prosthesis are associated to lymphoproliferative processes", ¿rheumatoid arthritis" (not device related), "snowstorm in the left armpit and ¿reminiscent of left axillary siliconoma.¿ physician later confirmed "this is not a reported case of alcl." This record is for the left side. Device has been explanted and replace with a non-abbvie brand.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and silicone migration.